Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump error alarm and off no power alarm without a low battery alert on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer replaced the battery however the alarm recurred. Customer advised the insulin pump was unable to rewind and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and passed self-test, unexpected error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, the insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No pic communication error alarm noted during testing.